Event description:
A caller reported a malfunction on the pump, identified as malfunction code 0, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was informed by technical support that a replacement pump would be sent. Customer will rely on multiple daily injection to ensure delivery of insulin.